Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. As no contact information has been provided, no follow up can or will be performed at this time. If further details are received at a later date a supplemental medwatch will be sent. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: abstracts / v63.

Event description:
Title: mesh explantation. The aim of this study is to present the case of a middle aged lady had multiple surgeries in the past. First she had undergone laparscopic umbillical mesh hernia repair (ipom), then sleeve gastrectomy (in view for morbid obesity) was done, then again incisional hernia repair was done with onlay prolene mesh. Reported complication is: prolene mesh (ethicon). (N=1; middle aged, woman). - perforation peritonitis with ischemic bowel. Treatment: exploratory laparotomy was done with explantation of mesh and bowel resection with end-to-end anastomosis with primary closure of abdomen. In conclusion, mesh used in abdominal surgeries should be used judiciously. Type of mesh being used: (dual mesh/biosynthetic mesh) should be considered in complex scenarios.